Manufacturer narrative:
Product analysis: connector ports were confirmed to be broken. Hanger was confirmed to be missing. Display wires were found to be pinched, but wire insulation was intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector ports were broken, rendering the device unable to lock cable connectors in place. It was further reported that the epg hanger was missing. The epg was returned for service. There was no patient involvement.